Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the test well images on the galileo neo instrument at the customer site on (B)(4) 2016. The immucor laboratory tested a returned blood sample from the customer site on (B)(4) 2016 which yielded an unexpectedly negative antibody screen, which was consistent with the unexpected negative outcome initially determined at the customer site. The immucor laboratory also tested retention product on (B)(4) 2016 with known antisera, and the retention product performed as expected. An immucor field service engineer (fse) visited the customer site on (B)(4) 2016 to assess the testing instrument. The fse found the instrument to be operating as expected.

Event description:
On (B)(6) 2016, a customer reported an unexpected negative antibody screen when using capture-r ready-screen (I and ii) on a galileo neo instrument, when tested on (B)(6) 2016.